Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had battery replacement on (B)(6) they started to feel electrical shock sensations going from the device up the back. Patient had not been feeling well all day because they were uncomfortable and initially thought it was just from the surgery recovery. Patient saw their pa today at managing physician's office who helped patient locate the ins site to connect to therapy settings and turn stimulation off. However when patient got home they realized they continued to have the shocking sensations. Patient was walking and it shot clear up their back; it feels like when you are wet and touch something that shocks you. Patient reports no falls or traumas and no signs of infection. Patient confirmed their spouse double checked and made sure stimulation was completely turned off. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue and has an appointment on monday, (B)(6).